Event description:
It was reported that the pt was unable to adjust stimulation with the implantable neurostimulator (ins) and that the ins displayed a "call your doctor" out of regulation message. The issue was resolved upon reinterrogation the ins, after which it appeared to be functioning normally. The health care professional and a MFR rep believed that the message was due to electromagnetic interference. Pt and device info could not be obtained at the time of the report. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).